Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a cryo-ablation procedure using a polar sheath there was air in the sheath during aspiration. During aspiration air was seen in the side port of the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. Requests for the device's return have been made, however, it is not currently known if the sheath will be returned for analysis.